Event description:
Caller states the expiration date printed on the aviva test strip vial is 8/31/09. Manufacturer reports the expiration date as 8/31/08. No adverse event reported. Requested return of suspect device and replacement was sent.